Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to excessive wear, a moderate size greater trochanteric bursa, yellow turbid joint fluid, synovitis, debris and a mild degree of fretting at the base of the femoral taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.